Event description:
Ous MDR. A dislodge was reported after an implantation time of 2 months. A new lead was implanted.

Manufacturer narrative:
The lead was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documentation showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.